Manufacturer narrative:
(B)(4).

Event description:
It was reported that technical malfunctions occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. In addition, an early sensor expiration due to potential patient misuse was found in connection to the reported allegation. The reported event of technical malfunctions is reportable based on the finding of a early sensor expiration. No injury or medical intervention was reported.